Manufacturer narrative:
This event occurred during the unspecified date on (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port seal. This issue was noted during preparation in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the lot was manufactured from may 28, 2019 - may 30, 2019. Only one (1) sample was received for evaluation. Unaided visual inspection was performed did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which revealed a leak at the spike port cap from the spike port. The reported condition was verified for the returned sample. The cause of the condition could not be determined. The other four (4) samples were not received for evaluation; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.